Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314drg implantable cardioverter defibrillator,  implanted: (B)(6) 2012; product ID 694765 implantable tachy lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that undersensing of the right atrial (ra) lead was observed during atrial tachycardia/atrial fibrillation episodes due to small p waves. The ra lead remains in use. No patient complications have been reported as a result of this event.